Event description:
The customer reported a leak from the probe involving the coulter act diff analyzer. The customer indicated that the volume of the leak was a few drops and was not contained within the instrument. It is unknown if the instrument generated any error messages or flags as a result of this event. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The cts (customer technical support) assisted the customer with troubleshooting over the phone. The customer identified that the probe wipe was the source of the leak and proceeded to replace the probe wipe with guidance from the cts. The customer stated that there were no further evidence of leaks and the customer has not called to report a recurrence of the event. Failure mode is attributed to the probe wipe. (B)(4).